Event description:
The report received from the study indicated that the pt died approximately four months following the index procedure. The cause of death is not currently available and the pt was not hospitalized at the time of death. Pta was performed on a lesion in the ostium of the left internal carotid with 85% stenosis. The lesion was 14 mm in length in a 5.5 mm vessel diameter, eccentric, ulcerated, mildly calcified and mildly tortuous. The pt was symptomatic prior to the procedure. A 7 mm angioguard embolic protection device was successfully deployed and retrieved without technical problems. There was debris in the basket upon removal. A 10x30 mm precise stent was deployed at the target site without any malfunctions. The pt did not have neurological deficits upon leaving the angio suite. Post-procedure ck was 39 (upper limit 177) and ck-mb 3.8 (upper limit 4.0). There was occlusion in the contralateral carotid. Bivalirudin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Stoke scale score was 2 and the score 4. The pt was discharged without any major adverse events.

Manufacturer narrative:
Please note that the device is not available for testing and eval. Additional info has been requested and will be submitted within 30 days upon receipt.